Event description:
It was reported that during an unknown procedure, the active piece broke. This broken piece is being returned. No injury to the patient. Unknown how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.